Event description:
A (B)(6) f with pmh of pulmonary hypertension presented to emergency department from outpatient setting. Brought to ed by ems. Patient experiencing remodulin infusion failure. The patient uses premade remodulin cadd cassettes from their specialty pharmacy. The cadd cassette was last changed 4:00 pm the day prior to admission. The patient noticed their cadd legacy pump was indicating an error that the remodulin was not infusing earlier in the morning and they called ems. Patient off remodulin for 90 minutes. Seems to have been related to a problem with the home cadd cassette. This was identified by placing the home remodulin cadd cassette in a functioning hospital cadd legacy pump and the hospital pump prompting as error with the home cadd cassette. Remodulin restarted using hospital supplied remodulin cadd cassette and infused fine via the catheter with patient home cadd legacy pump. No supplies from the hospital were faulty in this scenario. This was a faulty home device. Patient stable, no harm observed. Remodulin therapy resumed within 5 minutes of presenting to the ed and identifying the problem. The smiths medical 100 ml cadd cassette is used for remodulin. We called specialty pharmacy to let them know the patient experienced infusion failure related to the cadd cassette. The pharmacist said that this is something that they have been seeing in the outpatient setting. The manufacturer of the cadd cassette is smiths medical. The specialty pharmacy is reporting all these cases to smiths medical. The manufacturer is aware of the problem and is performing an investigation. At the current time, this doesn't seem to be a problem related to a specific lot number/batch of cadd cassettes, so any cadd cassette could be impacted because it is not known why this is happening. If the cadd cassette is dysfunctional an error message of "no disposable alarm" displays on the cadd legacy pump. This could affect either IV flolan or remodulin. Abrupt discontinuation of flolan or remodulin can be life threatening. The faulty cassette was given back to patient as the specialty pharmacy will be mailing a box to have the cassette shipped to them so they can mail to manufacturer to investigate. The specialty pharmacy will reach out to patient today to coordinate new shipment of remodulin. Patient has back up supplies at home to prepare a cassette in the event of cadd cassette pump failure. FDA safety report ID# (B)(4).